Event description:
Physician reported occurrence of intraspinal mass. Patient implanted with pump in 2000. Medication delivered mso4 2-9 mg/day concentration 25 mg/dl. Diagnosis was determined by MRI study. Patient symptom was intermittent decreased sensation in the left leg. The catheter was removed 4 months later. The operative findings were the proximal 2 holes in the catheter tip were occluded with black tissue. The catheter was sent for culture but no results were reported. The catheter was replaced and the patient's dose reduced to 0.5 mg/ml with good analgesia. The symptoms have resolved.